Event description:
It was reported that an ilet insulin pump was dropped from a belt clip month prior, the screen became unusable, the device functioned for a period and then stopped working with a reported blood glucose of 387 mg/dl. The user transitioned to multiple daily injections and continued continuous glucose monitor (cgm) use, and a replacement device was arranged with instructions provided for shutdown and return. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary use of alternate therapy and potential interruption of automated insulin delivery. The device was returned and the complaint was confirmed. Investigation of this case revealed physical damage to the display with subsequent device nonfunction. It was concluded that the event was consistent with physical damage to the device screen leading to loss of function and hyperglycemia.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.